Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; both the front and rear of distal end cover cracks. The cause of the cover damage is presumed to be the cracks caused by the anti-fogging product. The instruction manual includes the following. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the subject device was detached from the endoscope and fell into the patient's mouth when the endoscope was being withdrawn from the patient body. The subject device was retrieved from the patient's mouth. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.